Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device having issues with the oxygen-delivery. This occurrence was noticed during patient ventilation. The ventilator device was used on a intubated patient. Various alarms were observable both visually and through hearing. Pa 141009 (oxygenlow) and te 231006 (o2 controller flow low). The ventilator device was plugged on wall oxygen. The device log files were provided to hamilton. This event occurred during ventilation but was not further clarified. There is need for medical intervention reported. A second ventilator on portable tank had to be used on patient. Patient harm was reported, but further explanation about the harm was not reported to hamilton. Neither delay in treatment nor harm to the user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device having issues with the oxygen-delivery. - this occurrence was noticed during patient ventilation. The ventilator device was used on a intubated patient. - various alarms were observable both visually and through hearing. Pa 141009 (oxygenlow) and te 231006 (o2controllerflowlow). The ventilator device was plugged on wall oxygen. - the device log files were provided to hamilton. - this event occurred during ventilation but was not further clarified. - there is need for medical intervention reported. A second ventilator on portable tank had to be used on patient. - patient harm was reported, but further explanation about the harm was not reported to hamilton. - neither delay in treatment nor harm to the user or third party has been reported. The investigation is still ongoing.